Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, and dat test at 0.08750 inches. The no delivery alarm functioned properly during the basic occlusion test and the occlusion test. The test reservoir volume matched the units remaining in the status screen. The pump had a minor scratched display window, a scratched case, broken battery tube threads, a cracked reservoir tube, a cracked reservoir tube window, a cracked reservoir tube lip, and a loose/shifted end cap sticker. The battery tube was also corroded.

Event description:
The customer reported having a high blood glucose reading of 483 mg/dl last night. Customer stated that they kept giving insulin but their blood glucose was not going down. Customer's blood glucose was 205 mg/dl at the time of the incident. Customer's current blood glucose is 114 mg/dl. Customer reported that they have a back-up plan available. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to check their settings. Customer was assisted with performing the high pressure test and the pump failed. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan until the replacement arrives.